Manufacturer narrative:
Additional info has been requested. Subject device is an instrument. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a brow lift procedure the surgeon was using the 0.76mm drill bit 8mm stop/52mm hxc with a battery powered hand piece and during drilling the drill bit broke. The shaft was removed but the tip was left in the pt. Procedure was completed. This report is #1 of 2 for the same event.